Event description:
After an implantation period of approx. 86 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 15 cm distal to the is-1 connector pin into 2 segments. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. During the visual examination, the conductor cable leading to the ring electrode was found broken in the distal lead area. However the insulation was found intact. This damage is assumed to be the root cause for the observed oversensing and inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.